Event description:
It was reported that during an unspecified coronary treatment procedure a shaft fracture occurred. Access was obtained through the femoral artery. The 90% stenotic, de novo lesion was located in a calcified and severely tortuous unspecified vessel. The physician advanced the 3.5x12mm nc quantum apex balloon to the lesion and the shaft of the catheter bent due to the amount of pressure used to push the device. After successfully ballooning the lesion the catheter shaft broke about 6 inches from the hub during removal. The procedure was completed with this device. No complications were reported and the patients status is stable.

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4).

Event description:
It was reported that during an unspecified coronary treatment procedure a shaft fracture occurred. Access was obtained through the femoral artery. The 90% stenotic, de novo lesion was located in a calcified and severely tortuous unspecified vessel. The physician advanced the 3.5x12mm nc quantum apex balloon to the lesion and the shaft of the catheter bent due to the amount of pressure used to push the device. After successfully ballooning the lesion the catheter shaft broke about 6 inches from the hub during removal. The procedure was completed with this device. No complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluation: the hypotube was separated 14.5cm from the strain relief and 127cm from the distal tip. The hypotube was bent near the separation and the fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).